Event description:
It was reported that three 512sd and three 512st were used during a laparoscopic sigma. It was reported by the affiliate that the gaskets are torn. There was no consequence to the patient.